Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device was included in that field action, but returned product testing found the device did perform as described in the field action. Attempts to obtain additional information were unsuccessful. (B)(4).

Event description:
The device was returned to the manufacturer with no information, was analyzed, and tested out of specification. Further review of the manufacturer's database indicated the patient is deceased. The cause of death has been requested and is not available.